Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The nozzle units on air and o2 gas modules were found defective and have been replaced to resolve the issue. The device was delivered to the user in working condition. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, the device's logs and defective parts were not available for return, hence the root cause has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).